Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be caused by a connector on the I/o pcb damaged allowing for the rear case tail flex to not be properly secured. The failed I/o pcb was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had no audio. There was no patient involvement.